Manufacturer narrative:
(B)(4). Batch # v95l6x. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the b5st device was received with the tip of the sleeve damaged melted. As part of our quality process, the manufacturing records of this lot number were reviewed, and the manufacturing standards were met prior to the release of this lot. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. No further investigation will be conducted on this complaint due to external cause.

Event description:
It was reported that during an unknown procedure, an unexpected sound was heard when a forceps was inserted/removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.